Manufacturer narrative:
Correction in continuation of concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead . Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the patient's leads were removed on the day of this report due to a very bad infection at the incision site. It is unknown when the infection began occurring.

Event description:
Additional information was received from a hcp. It was reported that the (B)(6) infection got into the pocket of the stage 1 device. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID 357625, lot# n636065, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the patient had start epidermis. The hcp noted there was fluid from the device pocket site that caused the infection. The hcp stated they removed the device lead and (illegible) close by secondary (illegible). The hcp stated there was an infection and inflammatory reaction due to being implanted with electronic neurostimulator of the peripheral nerve, and electrode lead, initial encounter. The hcp noted the interstim and connecting part were to be removed via two incisions for infections. The hcp stated the patient was presented with reports of fever and increasing pain over the last few days prior to the report at her surgical site. The hcp noted there was erythema around the wound and the lead needed to be removed. It was noted the patient was admitted to the hospital. The hcp reported the patient had been given intravenous antibiotics and so she was not given any more intraoperatively. The hcp noted when they opened the pocket was purulent bloody drainage that returned. The hcp stated the purulent drainage from the pocket was sent for culture and sensitives. The lead was removed intact with 4 tines and 4 electrodes. The hcp noted the operative finding of some fat necrosis upon opening the prior incision, old blood. The lead was completely removed.